Manufacturer narrative:
Device evaluated by MFR. : an express ld 7 x 37, 135cm was returned for analysis. A visual examination identified that the balloon had not been subjected to positive pressure. A visual examination found that the stent was dislodged from its crimped position. The stent was received inserted in a y connector. The investigator was able to remove the stent from the y connector. Stent struts on one end were lifted and pulled in the opposite direction. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred. A 7.0x40x135cm express ld vascular stent was selected for use. However, the stent was noted to be disassembled from the balloon before entering the 8f guide catheter. The procedure was completed with another stent. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. A 7.0x40x135cm express ld vascular stent was selected for use. However, the stent was noted to be disassembled from the balloon before entering the 8f guide catheter. The procedure was completed with another stent. There were no patient complications reported and the patient's status was stable.